Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced bleeding at the insertion site. The patient reportedly may have hit an artery during insertion. The patient experienced excessive bleeding that she attempted to manage with a paper towel and a bandage with the help of a friend. When the bleeding would not subside, the patient presented to the emergency department where the area was cauterized, stitched, and treated with an alcohol wipe. Additionally, it was reported that the patient was taking blood thinner medication for their heart condition. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).